Manufacturer narrative:
As a result of an FDA inspection conducted in IFU (B)(6) 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was received for analysis. The device was returned in four pieces. The retaining ring is meant to hold the sleeve-spring mechanism in place but appears to have dislodged. The ball bearings were not returned with the device. All other aspects of the device appear normal. This device lot was manufactured in 2016. The device history record was reviewed, and all parts were accepted with conformance to the device specifications. There is no evidence to suggest a designor manufacturing issue related to the device and there are no known patient factors that may have contributed. The most likely cause of the reported event a user-related issue, specifically holding the sleeve stationary while the instrument was spinning, which led to the retaining ring breaking loose from the assembly and allowed the tip to disassemble. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanicalinterface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeablewith all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information,there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues, nor did it lead to patient impact. An investigation was conducted; the most likely cause of the reported event a user-related issue, specifically holding the sleeve stationary while the instrument was spinning, which led to the retaining ring breaking loose from the assembly and allowed the tip to disassemble. Information was not provided.

Event description:
It was reported from (B)(6) that during surgery the instrument broke during surgery. No additional information regarding the nature of the device breakage was available. There was no surgical delay and no patient injury was reported. No patient or surgeon information was provided due to confidentiality. The representative was not present during the surgery. All broken pieces of the device were accounted for. After additional investigation the agent reported, the instrument could have been broken during the surgery. However, the breakage has been noticed at the recovery of the instrumentation-set by our logistics dept., after the cleaning realized by the sterilization team of the hospital. No information has been received from the hospital regarding this issue and the agency didn't receive any request for complementary information regarding this issue as well. No additional information was provided by the contacts related to this event.